Event description:
It was reported that the access door is off of the hinge and will not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.